Manufacturer narrative:
Block b3: exact date unknown, event occurred over a week ago from the date the manufacturer was made aware.

Event description:
It was reported that the patient had an oozing from the pocket incision site. The patient was prescribed with antibiotics and was doing well.